Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call of a prime/fill anomaly and button error from the insulin pump. The customer's blood glucose reading was unknown. The customer mentioned that he saw insulin drip out of the tubing before his pump displayed numbers on the screen. The customer stated that he does not fill his reservoir sideways and there is no moisture on the tubing connector. The customer stated that he received a button error and the button was held down. The customer stated that the pump passed displacement test.